Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. There was no motor error alarm noted. The pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). Analysis was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor passed motor test. The pump had cracked battery tube threads and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the pump had motor position encoder error alarm and no delivery alarm. The blood glucose at the time of the incident was 158 mg/dl. There was no troubleshooting performed for the no delivery alarm. Trouble shooting was performed for the motor error alarm and the pump was able to rewind. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. However, the motor error alarm occurred more than once in the last 30 days. The device will be returned for analysis.